Manufacturer narrative:
UDI #: (B)(4). The microsensor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A facility reported the microsensor could not be zeroed by the icp during a procedure before used on the patient. There were no delays and no patient injury or consequences.